Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient lost therapy due to not charging the ipg. The patient has not recharged during an extended vacation time . As a result, surgical intervention may take place to address the issue.

Event description:
Additional information indicated that a surgical intervention occurred wherein the ipg was explanted and replaced ro address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with user error.